Event description:
It was reported that during a breast biopsy, in sample mode attempting to take a sample, received the l3-017 and l3-002 error code. They changed probes 3 times and checked the cables and the error codes continued. The probe would sound slow as the cutter was advancing then stop. The control module lcd screen returned to the needle selection screen. The case was aborted and aborted and no samples were taken. The patient was sent home under normal post biopsy instructions and was rescheduled for the following week.